Event description:
In 2009, the lay user/pt contacted lifescan alleging the ok button did not function on the one touch ultra 2 meter. The medical surveillance specialist was not able to contact the pt to obtain/clarify info. The pt said the issue started the month prior to contact, in the morning. She said that the next day she developed a sweaty lip and associated the symptom with diabetes. She said that she then manually adjusted the doses on her insulin pump until she felt better. Her pump dosage regime is unk. The issue was not resolved with training and there appeared to be no misuse of the product. The issue is not intermittent and is not the first time the product is being used. Although details of the incident are unk, this complaint is being reported because the pt alleged an issue with the product, could not use the product, and suffered a symptom she attributed to diabetes. She alleged she then adjusted her medication for diabetes until the symptom subsided.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.